Event description:
It was reported that the patient was implanted with the trialing system on (B)(6) 2011 on the right side. The patient then experienced shocking, jolting and pain in the right leg with no symptom relief. On (B)(6) 2011, the test stimulation was moved from the right side to the left side. The patient experienced better results in terms of pain, but still no symptom relief. The patient stated that she felt the lead moved one day while she was walking. It was later confirmed by sonography that the lead had moved. At the time of this report, the patient did not have any devices implanted. The patient stated that she ¿felt better¿ and was able to attend her normal life routines. The patient stated that her wounds had ¿pretty much¿ healed. The patient was reportedly ¿dealing with¿ her symptoms.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).